Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had "jelly like substance on the needle". No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture:yes. Bd received a 60ml syringe from lot 7326506 for evaluation. Our quality engineer visually inspected the returned sample and observed that there was visible silicone pooling inside the syringe. Based off of the visual inspection the engineer was able to verify the reported failure mode. Unfortunately, the engineer was unable to determine a root cause for the excess silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process was designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been used in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. This was the first reported case of foreign matter associated with this lot. Therefore, no corrective actions were deemed necessary at this time. A review of the device history record was performed and no related quality defects were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe with bd luer-lok tip had "jelly like substance on the needle". No serious injury or medical intervention reported.